Event description:
It was reported that after a prosthetic surgical procedure, the operator opened the aseptic covering to pull out the battery and was affected by the vapors that leaked from the battery. The operator was treated for an ocular lesion (keratitis). The extent of the treatment is unknown at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for an investigation as of the date of this report. This report will be updated if the investigation requires.